Event description:
Event description guidant received information that, during a pacemaker replacement procedure, this atrial lead was found to have bipolar impedances from 500to 2500 ohms. The unipolar impedance was 1200 ohms. The doctor decided to continue using the lead. After the operation, the new device was programmed to vvi mode to ignore the atrium. There is a posibility of atrial lead fracture.